Event description:
The pt is implanted with leads from another MFR and one sjm adapter and one sjm ipg. It was reported the pt suffered a fall and diagnostic testing indicated invalid impedance readings on all lead contacts. Reprogramming was initially able to provide effective coverage. The sjm rep met with the pt again and diagnostic testing again indicated invalid impedance readings. Surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.